Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the patient's left eye developed an asymmetric superior vault of the lens almost 2 months post-implant. Allegedly, the patient noticed a decrease in their vision. The lens was re-positioned and a capsular tension ring was placed approximately 2 months post-implant. However, the lens was explanted and replaced with the same model and diopter 5 days after the re-position. In the surgeon's opinion the likely cause of the event was "early fibrosis, inferiorly and superiorly."

Event description:
The patient reported vision in the left eye became blurry approximately one a half months post-implant. An unspecified contact lens was inserted by the doctor, but the vision in the eye continued to deteriorate. One week later, the doctor noticed the lens "popped out" and another contact lens was inserted. Two days after the new contact lens, the vision was not improving and the patient was given a regimen of eye drops. Allegedly, the eye became "occluded" and the patient saw a different emergency room doctor who removed the contact lens that adhered itself to the cornea. Patient was given antibiotic drops and saw the implanting doctor the next day who diagnosed the z-syndrome. A lens re-position and capsular tension ring insertion was done and a week after, the lens was explanted and replaced with the same model and diopter lens. The patient also reports a yag was performed but the reason and date are unknown. Allegedly, the patient's symptoms are somewhat resolved/improved, but still experiences intermittent sharp pain in left eye, recurrent broken blood vessels and constant bloodshot eyes. It is unknown if the patient still wears a contact lens.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both plates torn off and the optic cut or torn in half. One haptic arm is torn off and is missing. The lens is in four pieces. Functional testing cannot be performed due to the condition in which the lens was received. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.